Event description:
The customer stated that he had changed out two hmod30000 due to clotting within 8 hours of application. The customer stated all coagulation parameters were within normal practice, viz. Act, ptt, antixa, and platelet count. Neither sepsis, dic nor hit were diagnosed. (B)(4).